Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who is implanted with a neurostimulator for non-malignant pain and for failed back surgery syndrome. It was reported that the implantable neurostimulator has been inoperable for about a year. There were no patient symptoms or complications reported.